Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a high blood glucose value of 500 mg/dl and went to the hospital to be safe but believes the high reading was a miscalculation. The customer stated this was due to him miscalculating his carbohydrates and because he was new to the insulin pump. He took a syringe with insulin. No troubleshooting was performed. Nothing will be replaced or returned.